Event description:
The bed was found to be in proper working order. It is alleged that a night nurse removed the foot section covering. Next morning, 8 nurses were moving the patient. Sedated patient's feet were moved up on to the center gatch section. A nurse proceeded to lower lymphadema foot section severing one toe. The toe was reconnected.